Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to improper implant size being selected for use.

Event description:
On 05 august 2024, it was reported by the tga via email that a dynanite pip hammertoe implant - interphalangeal joint arthrodesis implant of unkown material number and unknown batch number was reported to have the screw cut out of proximal phalanx prior to fusion resulting in non-union. The reporter claimed the dynanite pegs were too short and did not get adequate fixation in metaphyseal bone. Peg proximally needs to be longer to get "isthmus"/diaphyseal fit. The reporter claimed the outcome was recurrence of deformity, ongoing pain and return to theatre for revision surgery. This occurred on (B)(4) 2024 in an unknown hospital during an unknown procedure. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.